Event description:
A report was received that the patient is charging more frequently. Bsn representative analyzed patient's database and confirmed that the device appears to exhibit premature battery depletion. It has been recommended that patient's ipg be replaced.

Event description:
A report was received that the patient is charging more frequently. Bsn representative analyzed patient's database and confirmed that the device appears to exhibit premature battery depletion. It has been recommended that patient's ipg be replaced.

Manufacturer narrative:
Additional information indicated that the patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. Device evaluation indicated that the device exhibits excessive battery depletion. The sleep current is excessive, and the impedance between vh and ground is low, which are the characteristics of analog ic damage due to high-voltage transients. The device profile indicates that depletion rate could be the result of electrocautery used during a previous revision. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)